Event description:
This report is a continuum of a previous report regarding smiths cadd solis pump under-delivery. Testing was conducted by a biomedical technician and pharmacist of the "standard" tubing "with" and "without" the filter. The theory of filter drag with the high rate of fluid administered during the short bolus period was tested. Testing was conducted using a pump that was associated with the last reported error. The readings simulate on demand only of a 0.4 mg dose with a 0.2 mg/ml hydromorphone. The averages of the testing are as follows: microbore cadd extension set (ref # 21-7052-24) with filter - intended admin. Volume (ml) = 2; average admin. Volume (ml) = 1.628; % variance = -18.63%; avg. Discrepancy with 50ml cassette of demand only dose (ml) = 9.31. Without filter - intended amin. Volume (ml) = 2; average admin volume (ml) = 1.958; % variance = -2.13%; avg. Discrepancy with 50ml cassette of demand only dose (ml) = 1.06. "Standard" cadd extension set (ref#21-7106-24) with filter - intended admin volume (ml) = 2; average admin volume (ml) = 1.960; % variance = -2.00%; avg. Discrepancy with 50ml cassette of demand only dose (ml) = 1. Without filter - intended admin volume (ml) = 2; average admin volume (ml) = 2.090; % variance = 4.50%; avg. Discrepancy with 50ml cassette of demand only dose (ml) = -2.25. Smiths medical cadd solis pumps are used at our hospitals for delivery of epidurals as well as pcas (patient controlled analgesia). The testing above reflects a high, although reasonable, administration of opiod tolerant pca bolus dose. In their follow up to the smiths cadd solis pump events, one causation theory from smiths was that there is a filter drag with high rate of fluid administered during the short bolus period (e.g. Patient controlled dose in pca or pcea). While smith did indicate they are conducting tests to identify the source(s) of the issue(s), we also conducted testing as outlined above.